Event description:
The customer reported to baxter (B)(4) a 3-way solution administration set in which the tubing was cut at the packaging welding. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. This is report 2 of 2 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the tubing was cut. The reported condition was confirmed. The root cause was attributed to part of the set protruding out of the packaging during the sealing process. New sensors were installed onto the packaging sealing machines in order to detect any set left protruding from its pouch. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.